Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2352-50, serial #: (B)(4), description: linear 3-4 lead, 50cm; model #: sc-2352-70, serial #: (B)(4), description: linear 3-4 lead, 70cm.

Event description:
A report was received that the patient was experiencing irregular heartbeats when stimulation was turned up. The patient went to emergency room (ER) for further testing and will be getting heart monitoring by a cardiologist. It was also reported that the symptoms were device related.

Manufacturer narrative:
Additional information was received that the irregular heartbeats were not a symptom or side effect of the scs system but it was due to patients condition supraventricular tachycardia as confirmed by the cardiologist.

Event description:
A report was received that the patient was experiencing irregular heartbeats when stimulation was turned up. The patient went to emergency room (ER) for further testing and will be getting heart monitoring by a cardiologist. It was also reported that the symptoms were device related.